Event description:
It was reported that the ICD was showing a non sustained rv oversensing when performing a post implant device check. The ICD was reprogrammed. The patient is doing well and will continue with normal follow ups. The device remains implanted.